Event description:
It was reported that bd alaris smartsite needle-free valve was damaged the following information was received by the initial reporter with the following verbatim on (B)(6) 2024, the charge nurse was giving a patient routine treatment. While using a needleless closed infusion connector, the nurse noticed that there was a crack in the infusion connector that was causing the patient's infusion to leak, or worse, causing the patient's venous access to become infected. A new intact infusion connector was replaced with a new one for the patient.

Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: ¿while using a needleless closed infusion connector, the nurse noticed that there was a crack in the infusion connector that was causing the patient's infusion to leak, or worse, causing the patient's venous access to become infected¿. The product in use at the time is reported to be a 2000e china from lot 23095962. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23095962 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.